Event description:
It was reported that during a filter placement procedure via a right internal jugular vein, the connection part of the hub and the sheath was allegedly found detached as the filter stopped advancing after 5cm advancement. It was further reported that there was resistance felt upon advancing the filter through the sheath. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular delivery system was returned for evaluation. During visual evaluation, it was noted that the introducer sheath shaft was detached from the hub. Hub was still connected to the storage tube and touhy adapter. The filter was not returned. Based on these findings, the investigation is confirmed for the reported detachment issue as the introducer sheath was noted to be detached from the hub. The investigation remains inconclusive for the failure to advance the issue as the filter was not returned and there is no clear evidence. A definitive root cause for the reported failure to advance and detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2024), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure via a right internal jugular vein, the connection part of the hub and the sheath was allegedly found detached as the filter stopped advancing after 5cm advancement. It was further reported that there was resistance felt upon advancing the filter through the sheath. There was no reported patient injury.